Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative hcg results generated by the datalink2000 data management system. The instrument generated an incorrect tbhcg result of 0.0miu/ml and a correct dilhcg result of >51,000 miu/ml. Due to a configured rule, the dl2000 deleted the dilhcg result, and the only result reported to the physician was the false low tbhcg. The physician questioned the result, which was repeated and the correct positive result was generated. Treatment was not impacted as the physician questioned the negative result and requested repeat testing.

Manufacturer narrative:
The dl2000 had a rule configured to delete the dilhcg result if the tbhcg result is <0.5 or in range. As configured, the dl2000 deleted the dilhcg result. The source of the rule is unknown. Hotline re-wrote the rule so that the dl2000 will ot validate either result if both are "valid". The root cause was an incorrectly configured rule at the dl2000.